Event description:
It was reported that the left ventricular (lv) lead is not capturing at high output therefore programming was changed to right ventricular (rv) pacing mode. The lv lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076, implantable pacing lead, (B)(6) 2012. (B)(4).